Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, smoker, inadequate bone quality/quantity. In 2022, two implants were placed with zest locators for better retention of the prosthesis. Implant fell out without any symptoms.